Event description:
It was reported through a clinical study that the patient underwent an initial right total knee arthroplasty and experienced severe knee pain requiring non-narcotic pain medication approximately 1 year post-implantation. The patient required non-narcotic pain medication; all implants remained intact, the patient was reportedly very satisfied, and no further knee complications were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: 42500006202 - femoral component - 66161063. 42522400516 - articular surface - 64822284. 42540200032 - patella - 66440087. 5036963 - palacos cement - 68331243. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.